Manufacturer narrative:
(B)(4). Conclusion (other) - the equipment was not evaluated after the treatment date which occurred on (B)(6) 2011 due to the fact abbott medical optics (amo) became aware on (B)(4) 2013. The condition of the system (since the time of the procedure) will make the evaluation impossible. There was no erosion at time of surgery. Doctor felt that this event does not appear to be related to the surgery. Note: all pertinent information available to amo at the time of this report has been submitted.

Event description:
Patient presented with acute photophobia on the right eye (od); epithelial defect on flap (od) noted (original surgery date was (B)(6) 2011). Patient has been treated with hyperosmotic saline and bandage soft contact lens (bscl). Has responded well, except treatment was stopped after a few weeks. Patient had recurrence of the defect. Patient has now been re-treated and treatment planned to continue at least 2 months. Patient experienced loss of best corrected visual acuity. Uncorrected visual acuity on (B)(6) 2012, od distance 20/50 and os.